Manufacturer narrative:
Citation: werner n. Incidence and clinical impact of stroke complicating transcatheter aortic valve implantation: results from the german tavi registry. Catheter cardiovasc interv. 2016 oct;88(4):644-653. Doi: 10.1002/ccd.26612. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of stroke complicating transcatheter aortic valve implantation. All data were collected from multiple centers between 2009 and 2010. The study population included 1,413 patients (predominantly female; mean age 81 years), 1,156 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital, 30-day and 12-month mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: cerebrovascular event, severe aortic regurgitation, valve-in-valve, thoracotomy, cardiac resuscitation, myocardial infarction, atrial fibrillation, complete heart block (chb), permanent pacemaker implant, and vascular access complication. Multiple manufacturers were noted in the literature; based on the available information, a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.